Event description:
A malfunction with code malf 9 was reported by the customer, occurring at least three times. There was no adverse impact to the customer's blood glucose level. Tandem technical support confirmed the shipping address and sent a replacement pump, the customer will continue to use the current pump or rely on an alternate method if necessary until the replacement arrives.